Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The new knee end effector that was sent to us did not have a magnet in it. No real delay, because at the point of joint balancing the physician decided to do a total knee.

Manufacturer narrative:
Reported event: the new knee end effector that was sent to us did not have a magnet in it. Device evaluation and results: visual inspection: visual inspection confirms that the 111725 magnet is missing from the 111758 assembly. Dimensional inspection: dimensional inspection was not completed, visual inspection clearly shows the failure of the device. Functional inspection: functional inspection shows that due to the missing 111725 magnet the partial knee end effector does not activate the anspach motor. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/29/2016. Complaint history review: a review of complaints in (B)(6) related to p/n 111758, l/n 19650816 shows zero number of complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. After receiving additional information, it was confirmed that the issue was not related to the knee end effector, it was actually the robot. Please refer to MFR report number 3005985723-2017-00052.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The new knee end effector that was sent to us did not have a magnet in it. No real delay, because at the point of joint balancing the physician decided to do a total knee.